Event description:
It was reported to siemens that a malfunction occurred while operating the somatom go. Open pro CT system with a tabletop used for radiation therapy planning. The customer reported that the rtp tabletop shows a noticeable downward deflection when loaded with a patient. No patient harm has been reported in association with this event. Siemens has requested additional information to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, the root cause has not yet been determined. A supplement report will be filed if additional information becomes available.